Event description:
It was reported that the patient never had therapeutic effect after permanent implant. However, the trial "worked like a dream". The patient fell on her device in (B)(6) 2012, and that was when "things got worse". The reporter stated that the patient was having a lot of pain with the implant and was experiencing shocks in her rectum and into her vagina. It was noted to be "like a constant vibration" and the shocks 'doubled the patient over.' The reporter indicated that the patient's stimulation was off but the patient was still getting shocked. The patient was up all night, the night prior to the report, because 'it hurt so bad she was crying.' It was noted that the shocking had been occurring since the patient fell. The patient went to see her healthcare provider (hcp) in (B)(6) 2012. However, the hcp didn't address the issues and suggested the patient went to a hospital closer to her. No diagnostics were done at the time, but the hcp was going to help her locate another hcp in her area. The reporter stated that the patient was in the hospital during the (B)(6) to check her blood sugar related to her diabetes, and the patient's hcp 'saw the patient double over from pain.' It was noted that the screen to the patient programmer wasn't turning on. The patient recently changed her batteries when her device was turned off. The patient used another set of batteries and the programmer turned on. The reporter stated that the patient was unable to make adjustments with or without the antenna attached. It was noted that the patient was 'at her wit's end' with these issues. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v706432, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).